Event description:
In 2009, the user received high creatinine results for two pts samples. Repeat testing was performed on the same analyzer. Sample 1 initial result was 3.02 mg per dl, repeat result was 1.08 mg per dl. Sample 2 initial result was 5.20 mg per dl, repeat result was 2.65 mg per dl. The discrepant results were reported to the physician who called the lab to verify the results. The high result did not lead to delay in or incorrect treatment. If add'l info is received, appropriate notification will be provided.